Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 1310. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the rear housing cracked, and the ac connector, dose connector and dso and uso seal were contaminated by fluid ingression. The device's event history log was reviewed for evidence of the reported problem and found ?lec 1310" in the log. To conduct functional testing, the device was powered on. Upon review, the reported problem was duplicated. It was determined that error code 1310 was a user error, and the device was used improperly. The error code was cleared. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.